Event description:
Additional information was received from the field representative that the patient was wearing a life vest external defibrillator until commanded shock testing could be performed to evaluate the system. Further information noted a commanded shock was delivered; the shock lead impedance value was normal at 49 ohms and no fault codes were noted. Boston scientific technical services (ts) inquired if there was any noise observed on the shock channel in any episodes and the field representative said there had not been. Also, ts questioned if the lead had been imaged. The field representative said that an x-ray was performed and no anomalies had been identified. Ts then asked what the patient had been doing on the date of the low shock lead impedance measurement. It was reported that the patient had been moving furniture and had unplugged their home monitor and plugged it back in on that day. No prior low shock impedance readings had been observed. Ts discussed that it was the physician's discretion to monitor for now, knowing that a commanded shock yielded an in range value, but knowing an out of range measurement had occurred at some point. The physician decided to continue to monitor the patient, and no longer use the home monitoring equipment. Ts reviewed that it was the physician's discretion to do so. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring system detected a low out of range shock impedance for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. Boston scientific technical services (ts) reviewed that the measured value from engineering was 0 ohms. There was also discussion about a 1.1 joule and a 41 joule synchronized shock to test the lead¿s integrity and to test for a potential shorted condition. Additional causes for low out of range impedances were also reviewed. It was reported that the patient had an appointment for evaluation in the clinic in the near future. No adverse patient effects were reported.